Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a battery run time failure. It would not run on battery power and multiple power failures when attempting to remove iabp from cart to place into helicopter. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the unit with one of its two battery locks in an unlocked position. The batteries showed 60% charge upon initial start-up and they were charging normally. In order to solve the issue, the fse locked the battery lock and the unit was able to be lifted from the cart while continuing to function. The fse also mentioned that if the unit is lifted while both battery locks are in the open position, the unit shuts down due to being disconnected from its power source. The fse also observed that the unit worked normally on wall power. The unit passed all tests and calibrations to manufacturer standard and it was released for clinical use.